Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving clonidine 100 mcg/ml for a total doe of 35.255 mcg/day, bupivacaine 20 mg/ml for a total dose of 7.051 mg/day, unknown baclofen 50 mcg/ml for a total dose of 17.6275 mcg/day, and dilaudid (hydromorphone) 20 mg/ml for a total dose of 7.051 mg/day via an implantable pump for non-malignant pain. It was reported a pending alarm occurred. It was stated that the patient had their pump replaced on (B)(6) 2019 and a rep was at the case. It was noted the patient was seen in clinic today ((B)(6) 2019) and their pump was alarming the critical alarm. Logs revealed a motor stall occurred on (B)(6) 2019 at 17:24 and a motor stall recovery occurred on 2019-aug-06 at 22:47. The logs revealed no other abnormalities. It was noted the patient was no longer in clinic and the pump was implanted with a pending alarm. It was reviewed to silence the alarm and update the ump. Troubleshooting could not be performed due to lack of access to the pump. It was reviewed to have the patient come back, interrogate the pump, check the logs, and silence the active alarm. No symptoms were reported. The event date/date of alarm was (B)(6) 2019. Additional information received indicated the rep was with the patient and they were going to silence the alarm. Upon interrogation using the a810, it was stated the alarm tab showed "no alerts" and confirmed there was not an active alarm to silence. The critical alarm was changed from 10 minutes to 30 minutes and the logs showed no abnormalities since 2019-aug-12. It was noted an 8840 did not show an active alarm to silence and showed the same information in the logs. The pump was updated with an 8840 to move the critical alarm interval. It was reviewed to monitor the patient for 10 to 20 minutes to see if the alarm occurs. It was noted tat after updating the pump the alarms had stopped. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that an alarm was not heard in the office and that the cause of the motor stall was unknown. No further follow up is required at this time.